Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported difficulties were related to case circumstances. The failure to advance was due to anatomical conditions. Additionally, it is likely that the distal sheath interacted with the moderately calcified lesion such that the sheath was pulled back or kinked resulting in the partial deployment during retraction. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 10 x 60 mm absolute pro vascular stent was unable to cross the moderately calcified lesion in the superficial femoral artery. During removal of the self-expanding stent system (sess), some of the stent became partially deployed/flowered. No attempt had been made to deploy the stent as it had not reached the target lesion. The physician was able to normally remove the sess along with the partially deployed stent. Another stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.